Event description:
Two discrepant cortisol results reported, repeats performed using a different methodology. Sample 1, initial result >63.44 mmol/l, repeat gave 34.2 mmol/l. Sample 2, initial result 62 mmol/l, repeat gave 32 mmol/l. No adverse events reported. The field service representative was unable to determine root cause but noted he adjusted pmt hv in range. Performance tests performed which were within specification.